Manufacturer narrative:
Concomitant medical product: 5076-58 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead. The lead was explanted and replaced during a routine change out procedure. No patient complications have been reported as a result of this event.